Event description:
IT WAS REPORTED THAT DURING A PULSE FIELD ABLATION (PFA) PROCEDURE A FARADRIVE STEERABLE SHEATH (CLEAR) - OUS WAS SELECTED FOR USE, A FAULTY FARADRIVE SHEATHS VALVE WAS DETECTED, AND AIR BUBBLES GOT INTO THE LUMEN. THIS WAS DETECTED BEFORE INTRODUCING THE SHEATH FAR AWAY INTO THE BODY. NO AIR WAS SEEN IN THE PATIENT. THE DEVICE WAS REPLACED AND THE PROCEDURE WAS COMPLETED AS PER USUAL WITH NO FURTHER COMPLICATIONS FOR THE PATIENT AT ALL. NO PATIENT COMPLICATIONS WERE REPORTED. DEVICE IS NOT EXPECTED TO RETURN.

Event description:
It was reported that during a Pulse Field Ablation (PFA) procedure a FARADRIVE Steerable Sheath (clear) - OUS was selected for use, a faulty Faradrive sheaths valve was detected, and air bubbles got into the lumen. This was detected before introducing the sheath far away into the body. No air was seen in the patient. The device was replaced and the procedure was completed as per usual with no further complications for the patient at all. No patient complications were reported. Device is not expected to return.

Manufacturer narrative:
Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Damage and Visible Air Bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record Review:It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU).Risk Review:A risk review performed for the FARADRIVE device confirmed that the events of Damage and Visible Air Bubbles are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Boston Scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions For Use (IFU) was not followed.Correction to sections A3b and G2 Report Source (Other).